Manufacturer narrative:
The radiographic images showed osteolytic changes surrounding the artificial disc with mild radiolucency observed. There were also degenerative changes observed with the presence of fluid collection anterior to the artificial disc replacement. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device serial number or lot number, the device history records review could not be completed.

Event description:
M6-c device was explanted due to pain in neck and shoulder and swallowing issues. Infection was suspected. The device was explanted. The condition of the device at the time of removal is unknown.